Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had turned off the ins 2 years prior to the report because it was not helping provide pain relief. During the call the patient turned on the ins but was not feeling stimulation. The patient increased stim to 120v and still did not feel it so they increased further and there whole body started trembling and they were not feel it where they were suppose to feel it. The patient then decreased the stimulation. The patient also reported that they felt shocks every time they touched metal and sometimes plastic. The patient noted that they thought this was because their settings were 'higher' back then. During the call the patient reported that they felt a shock as they were sitting down. It was reviewed that the patient could turn stimulation off until an upcoming MRI in which they would need to put the ins in MRI mode. Physician listings were sent to the patient. No further complications were reported.